Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose at the time of the incident was 281 mg/dl. Upon completing troubleshooting, the customer was advised that the recurring no delivery alarms may be due to reservoir or infusion set occlusion. Product is not expected to return.